Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when result are obtained.

Event description:
An impaction platform used ina makoplasty total hip arthroplasty procedures with the robotic arm interactive orthopedic system (rio) malfunctioned during a case and broke. The surgeon had to manually impact the acetabular cup. There was a 15 minute surgical delay and the outcome of the case was successful.